Event description:
The hcp reported the pt was newly implanted with a pump and had a seizure right after the pump was programmed and updated with lioresal 500mcg/ml at 100mcg/day. The pt has a vagal nerve stimulator and does have a history of a seizure disorder. It was also reported by the hcp that the pt's potassium levels "were off" prior to surgery and the hcp believes the seizure was due to this and not to the pump or therapy. The pt is reported to have recovered without sequela.